Event description:
A report was received that the patient underwent lead revision due to the lead anchors that were backing out which became more superficial and irritating to the patient. In the revision, the physician moved the anchors deeper. The patient was doing well after the procedure.